Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level was below 516mg/dl. Customer stated that the bottom of reservoir was leak. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Evaluated one random seal reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test : reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm insulin pump. Conclusion: reservoir not leaks. Evaluated two open and used reservoirs and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test : reservoirs filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Conclusion: reservoirs not leaks.